Event description:
It was reported the patient underwent their lead revision and one t12 lead was explanted.

Manufacturer narrative:
It was reported to abbott, a patient underwent a revision to remove the left t12 lead. The right t12 lead was attempted to be removed but could not be fully removed from the epidural space and remains in the patient. Only one lead had been confirmed migrated prior to surgery but in the time that the initial lead migration was diagnosed via xray, a second lead had migrated. The physician attempted to replace the t12 lead but ran into difficulty and made the decision to not proceed with and re-implantation. Only 1 lead was completely explanted sn: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4).

Event description:
It was reported that the patient experienced a lead migration without specifying which implanted lead, lead revision/surgery may take place on a later date.

Manufacturer narrative:
Date of event is estimated 05dec2023. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8575093. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562950.